Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing oversensing and low impedance measurements. This patient had twiddlers syndrome, and as a result of the patient's constant manipulation of the lead it was badly curled. A new rate sensing lead was implanted.